Event description:
(B)(4).

Manufacturer narrative:
We evaluated the instrument and found the ceramic beak on the distal end of the inner tube is broken off, the main shaft is bend and dented, and there are scratches along the length of the instrument. The instrument has been in use for approximately 8 years. Damage is most likely due to wear of long use and handling. Wear of use can lead to cracks in the beak material due to the beak coming into contact with hard surfaces or other instrumentation.